Event description:
It was reported that during a humeral head resurfacing surgical procedure, it was observed that the small battery drive device came on and then lost all power. The reporter clarified that the device stopped after running for a few moments and then started again when turned off and back on. As a result, there was a fifteen minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to damage of the motor or electronic control unit assembly due to normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.